Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt of the atrial lead there was no pacing signal in several positions. The lead was removed and replaced. No patient complications have been reported as a result of this event.